Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high but not out of range pacing impedance measurement. The patient received an inappropriate shock. Noise was seen on egm but it was not reproducible through isometrics, so an intermittent fracture was suspected. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information related to this issue is expected, this investigation is complete. Should further information become available, this investigation will be updated.